Event description:
Reporter stated that a single-use lancet device unexpectedly "fell apart" after use, exposing the used lancet. Reporter indicated that no accidental finger-stick resulted. No injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.